Manufacturer narrative:
The customer performed a successful calibration on (B)(6) 2025. On the field service engineer's (fse) initial service visit, he inspected the module but was unable to determine what caused the event. He performed a full system decontamination, system volume check, and adjusted the sipper nozzles. He verified the module's performance by successful instrument checks. On the fse's follow-up service visit, he again verified the module's performance with successful assay recovery tests and qcs. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ferritin result from one patient sample tested on the cobas e 801 module. The initial result from the first e 801 module was 21.3 ng/ml. The first repeat result from the second e 801 module was 14 ng/ml. The second repeat result from a third module was 14.2 ng/ml. The third repeat result from a fourth module was 13.4 ng/ml. The reporter stated that the questionable result was discovered while resolving qc issues and performing lot-to-lot studies. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the first e 801 module is (B)(6). The serial number of the second e 801 module (core) is (B)(6). The serial number of the third module is the serial number of the second module is (B)(6). The investigation is ongoing.